Event description:
The customer reported that fluoro stopped and no images were displayed on the monitors. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet reported on eval of the system. (B) (4).